Manufacturer narrative:
(B)(4) the defective warmer head of the complaint iw980jeu baby control wall mount infant warmer is not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the healthcare facility to determine if the subject infant warmer had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A healthcare facility in (B)(6) reported that an iw980jeu baby control wall mount infant warmer had a cracked warmer head. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The defective warmer head of the complaint iw980jeu baby control wall mount infant warmer was not returned to fisher & paykel healthcare for investigation. An attempt was made to obtain photographs of the defective warmer head; however, no response was received from the healthcare facility. Our investigation is accordingly based on our previous investigations on similar complaints, and our knowledge of the product. Based on the results of our previous investigations on similar complaints, it is likely that the reported cracking on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from polycarbonate or acrylic, and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning products.

Event description:
A healthcare facility in (B)(6) reported that an iw980jeu baby control wall mount infant warmer had a cracked warmer head. This was observed before use on a patient.